Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition with greater than two seconds of asystole. The patient was pacemaker dependent and experienced unspecified symptoms. Technical services (ts) reviewed the stored episodes and discussed potential causes with a health care professional (hcp). The hcp adjusted rv sensitivity and monitoring will be continued. No additional adverse patient effects were reported. This product remains in service. Additional information was requested. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this device was later explanted and replaced due to a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) nine months later. The product was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition with greater than two seconds of asystole. The patient was pacemaker dependent and experienced unspecified symptoms. Technical services (ts) reviewed the stored episodes and discussed potential causes with a health care professional (hcp). The hcp adjusted rv sensitivity and monitoring will be continued. No additional adverse patient effects were reported. This product remains in service. Additional information was requested. At this time, no further information is available. Should additional information become available this report will be updated.